Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis.additional text: unknown at this time; unknown at this time.specific component(s) involved: pump drive unit malfunction.additional text: unknown at this time.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : turn device off and try to get patient listed for transplant.implant device type: lvad.